Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 14:35:14. During night drain cycle one, the patient's ultrafiltration reading was 1153ml, indicating the home patient (hp) drained 1153ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4): the device was returned and an evaluation was completed. The iipv event was identified through review of the event history logs. The cause was unable to be determined with the available information. Should additional relevant information become available, a follow up medwatch will be submitted.